Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened down button dome switch. No unlocked j2/lcd keypad connector noted. Device passed operating currents, self-test, a21 error test and displacement test. No unexpected low battery alarm or back light anomaly noted during testing. Device had cracked lcd window, cracked reservoir tube lip, cracked battery tube threads. The test reservoir locked in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons had to press multiple times to get it respond. The customer stated that the insulin pump had scratches on entry of battery and battery life was diminished. Customer reported that there were crack on reservoir on entry. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.